Event description:
It was reported the customer's insulin pump was beeping and vibrating with a no delivery alarm. Troubleshooting for the no delivery alarm found insulin was able to exit with a manual prime. Customer was advised their insulin pump was working as designed. The customer was also advised the alarm may be caused by an infusion set/reservoir occlusion. Customer's blood glucose was 234 mg/dl. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.